Event description:
On opening deroyal av fistula pack lap sponges in pack did not have band around them, they were loose in the pack. Laps removed. No delay caused, patient not in the room. Packing list sheet given to quality.